Event description:
Technician alleged that when he sat at the right hand foot end of the bed the ppm would not alarm when in exiting mode.

Manufacturer narrative:
Technician recommended that the account replace the thigh sensor. Repair unknown; hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.